Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke and pieces of the device remain missing. However, it is unknown at this time when or how the device broke.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product was returned and visual examination returned part determined that returned tasp exhibits signs of repeated use, has some cosmetic damage, and is fractured. Dimensions were measured and are within spec. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is now reported that the device fractured during use but that no pieces were left in the patient.